Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was air bubble in the reservoir. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was not store at room temperature. The customer was assisted in removing the air bubble. The customer stated that they were having hard time removing the air bubble. The reservoir will not be returned for analysis.